Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the hospital reported arterial bleeding during the procedure. The cystic duct was not injured. But during the operation, the clip formed an x shape. Moreover, a series of surgical clips fell off the device during the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: how was cystic duct injured? Was cystic duct cut by scissored clip? How was cystic duct repaired?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip formed an 'x' shape which led to the injury of the cystic duct. Moreover, the clips fell off the device during the procedure. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.